Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy resumed following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to recharged his ipg on (B)(6) 2017. It is unknown when the patient recharged the device prior to that time. The patient's ipg is inoperable. Consequently, the patient will undergo surgical intervention to address the issue.